Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9. During laboratory analysis, the product surveillance technician (pst) powered on the central control monitor (ccm) for five hours with no observations of the cursor not working. He did note the damage in the top corner of the ccm screen, and the cursor would not work correctly in that area, but the damage did not hinder the accuracy or function of the ccm, and all selections could still be made. The ccm touch screen functioned as intended.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint, the ccm worked properly when tested. Per the end user, the issue was intermittent. The fsr did note damage in the ccm touch screen outer layer. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) cursor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: on (B)(6) 2021 the system was powered off while in a perfusion screen. This would be consistent with the reported issue of the 'central control monitor (ccm) cursor not working'. The system was powered up again but no screen touches were logged and the system was powered off again. This behavior occurs again on (B)(6) 2021 after being powered off over night. All indications are just the touchscreen stopped working.